Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that a bluetooth reset was performed and the implantable cardioverter defibrillator was repaired. There were no patient consequences reported.

Event description:
New information received notes that a bluetooth reset was not performed previously, but rather a re-interrogation. The implantable cardioverter defibrillator was found to be in telemetry lockout, and it was resolved upon interrogation.